Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer had expired. Although requested, additional information regarding date and cause of death were not able to be obtained.

Event description:
It was reported by the customer's healthcare provider that they did not have any information regarding the customer's death. Tandem clinical diabetes specialist reported that per the customer's online obituary, the customer expired on (B)(6) 2014.